Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the cartridge and resumed their insulin regimen. Additionally, the customer is experiencing frequent occlusion problems and has been transferred to customer technical support for further assistance. No additional information was received regarding other outcomes.